Event description:
It was reported that during a bipolar transurethral resection of the prostate, the porcelain tip of the bipolar resector's inner sheath detached from the sheath and remained inside the patient. The porcelain tip was removed from the patient using optical forceps. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to correct the previous supplemental report. Upon further investigation, the black residue from the unknown adhesive that was covering the inside of the seat where the insulation insert goes was labelled as unauthorized repair and is, thus, attributed to user error. The device does not meet the product standard. Further, it was noted that the insulation insert had fallen out completely because improper non-olympus device adhesive was used. The event can be prevented by following the instructions for use which state: "7 repair / policy / contact your olympus representative or an authorized service center for repair and warranty information. Repair guidelines follow the general repair guidelines in the system guide endoscopy" "6 service / 6.1 repairs / authorized service centers. Repairs may only be carried out by qualified servicing personnel which have been authorized by olympus winter & ibe. Otherwise, olympus winter & ibe cannot be held responsible for the safety, reliability, and performance of the product. Warning effects on patient and user safety there is a risk of damage to the product if the user or an unauthorized servicing agency attempts repair of a product. A damaged product may cause injury of the patient or the user. Loss of warranty any guarantee or warranty claims towards olympus winter & ibe are forfeited if the user or an unauthorized servicing agency attempts repair of a product." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial MDR. Corrected field: a3a. Updated fields: d8, d9, h3, h6, h11. The device was returned, and the reported event was not confirmed. Upon inspection, it was noted that the insulation insert has fallen out completely. The inside of the seat where the insulation insert goes is badly scratched and covered with black residue from an unknown adhesive, not used in the manufacturing process. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.